Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left carotid artery with tortuosity. The large emboshield nav6 embolic protection system (eps) was advanced to it's intended location and the filter was deployed. However, when pulling the filter into the retrieval catheter resistance was felt. After removing the eps from the patient it was noted that the filter was not completely in the retrieval catheter. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional, and functional analysis was performed on the returned device. The reported difficulty to load the filter was not confirmed. The filtration element was loaded into the dc pod with no anomalies noted. All the returned components functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the filter was not fully pulled into the pod preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.b5: description of event: b6: relevant test/laboratory data, b7: other relevant history, h6: health effect - impact code 2199 removed, h6: medical device problem code 1536 removed.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that during device preparation, when attempting to pull the filter into the delivery catheter (dc) pod resistance was noted and the filter did not completely load into the dc pod. The embolic protection system (eps) was not used in the procedure. There was no patient involvement. No additional information was provided.